Event description:
It was reported that, "patient had index surgery on (B) (6) 2010. On (B) (6) 2010 x-ray showed alumina head had "split." Revised to a biolox head and ply insert on (B) (6) 2010. Patient dislocated in bed while recovering on (B) (6) 2010. On (B) (6) 2010, patient dislocated again and was revised to constrained liner."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not saved at the hospital and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.